Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: second unknown mentor gel prosthesis. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision on (B)(6) 2005 with unknown mentor gel prostheses developed bilateral rippling, bottoming out of implants, misshapen breasts and nipple pointing downwards that was observed in 2012. At the time of this report, mentor has received no information regarding explant date. This report is for the first of two prostheses. See manufacturer report number 1645337-2018-05734 for the second prosthesis.